Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had multiple intracranial aneurysms of the right internal carotid artery, including a large 10mm aneurysm at the posterior communicating artery segment and a small 4mm aneurysm at the ophthalmic artery segment. The operator planned to implant a pipeline for treatment. During the procedure to establish access, it was found that the microcatheter could not enter the lumen of the navien due to significant resistance. After replacing with a new one, it went through successfully. The marksman microcatheter was positioned, and a ped-450-30 was delivered to the distal end of the microcatheter. However, the stent could not be came out despite being able to be retrieved. Multiple attempts were made withincreased pushing force, but the problem persisted. Subsequently, possibly due to repeated forceful manipulation, the aneurysm suddenly ruptured during the procedure. The operator stated that the stent had a quality issue and would not be charged for it. The device was stuck (locked up) in the catheter/resistance in the catheter. The catheter was flushed continuously with heparanized saline. The pipeline became stuck in the distal section of the catheter during delivery. The physician released the load (slack) in the system in an attempt to resolve the issue; however this did not resolve the issue. There was no damage to the catheter or pushwire. Patient symptoms or complications associated with this event were blood vessel rupture and bleeding. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysms on the right internal carotid artery: one at the posterior communicating artery segment and one at the ophthalmic artery segment with a max diameter of 10 mm anda 9 mm neck diameter. The landing zone was 2.5 mm distal and 4.7 mm proximal. The access vessel was the femoral artery with a diameter of 10 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. The angiographic result post procedure that due to elevated intracranial pressure, the contrast agent could not go far. Ancillary devices include a navien 6f guide catheter, marksman microcatheter. Additional information was received reporting that the actions or interventions taken to resolve the ruptured aneurysm/bleeding included promptly filled spring coils, drilled holes for drainage, and relieved pressure. The procedure was completed with surgical intervention with drilling hole drainage and decompression. The cause of the resistance and rupture/bleed was unknown. It was unknown if the rupture/bleed was caused by or related to the resistance.

Manufacturer narrative:
Product analysis ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline flex was returned within the inner pouch, bio-hazard bag, and shipping box. The marksman catheter was not returned. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were found open and frayed. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of "resistance during delivery" was confirmed, as the pipeline flex was found to be damage. The observed damage seen on the braid (fraying) and hypotube (stretching) suggests that high force was probably applied. This damage may have occurred when the customer attempted to retrieve the pipeline flex through the marksman catheter against the resistance. Possible causes of the resistance include vessel tortuosity and the lack of a continuous flush with heparinized saline during procedure. The customer reported that a continuous flush with heparinized saline was used during delivery, which rules it out as a potential cause. It is possible that the severe vessel tortuosity contributed to the resistance during delivery. Since the marksman catheter was not returned, any contribution it made to the resistance could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.